Manufacturer narrative:
Of the 49 allegations of a malfunction, 33 pumps were returned to animas and investigated. Of the investigated pumps, 33 were found to be malfunctioning due to moisture in the pump. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 49 malfunction events. A review of the events indicated that the one touch ping model pump experienced a moisture ingress issue. These reports were received from various sources. The patients associated with this allegation range from 3-79 years of age and between 40 and 217 pounds. Of the reported patients, 16 were male, 33 were female, and 0 were unknown.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. During investigation for unrelated complaints, there were 94 additional failures found.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 15 instances of moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.